Event description:
It was reported that bd alaris smartsite gravity set had foreign matter within the fluid pathway. The following information was received by the initial reporter with the verbatim: there is something black on the end of the spike that should not be there.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
MDR # (B)(4) is be cancelled due to investigation details confirming that the defect was a cosmetic issue and does not affect the sterility or integrity of the product, but does change the reportability to not reportable. It was confirmed that the contamination is caused by burnt granules from the raw material that have been embedded into the spike during the injection molding process. This is a cosmetic defect only and does not affect the functionality or sterility of the product.

Event description:
No new additional information.